Manufacturer narrative:
Hill-rom tech support instructed gil (biomed) to check the emergency CPR valve connection at the CPR activation weldment. He moved the pedal back and forth and adjusted the CPR valve stem. This action resolved the issue. The customer requested to have the call completed.

Event description:
Information received indicated the head section would not raise.